Event description:
It was reported that the nurse call was not working. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: bent pin on nurse call communication cord.